Event description:
The doctor reported the implant was removed due to pain and swelling, possibly caused by lingual hematoma, one month after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. Local infection and pain were observed during the implant removal surgery. The patient will need another surgical intervention.